Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to outside hospital on (B)(6) 2023 with headache, left facial droop, aphasia, and left hemiparesis. In emergency department stroke code was activated and computed tomography (CT) head was consistent with intracerebral hemorrhage. The patient was noted to have elevated international normalized ratio (inr) to 4.7 for which they received vitamin k. The patient was transferred emergently to (B)(6). On arrival, the patient was able to follow commands in the right upper and lower extremities but had hemiparesis of the left side. The patient was seen by neurosurgery and was not a surgical candidate. They had nausea and vomiting overnight with probable aspiration. Patient's family elected to change the goal of their care to comfort. Vad team assisted with discontinuation and support was withdrawn. The patient expired at 12:46 on (B)(6) 2023. The death was not considered device related. The device reportedly operated as expected.